Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two patient packs (lot no. 1600346 and lot no.1674537) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of one returned patient pack lot no. 1600346 revealed damaged seams; no other anomalies were observed. Failure analysis of one returned patient pack lot no.1674537 revealed a broken buckle clip. As a result, the reported events were confirmed. The most likely root cause of the reported events can be attributed to wear and/or to the handling of the packs. 1674537¿patient pack d9: yes, return date: 20-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c0601 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 97714 pain stim ipg implanted (B)(6) 2017. 977a260 pain stim lead and 977a260 pain stim lead implanted (B)(6) 2014. Additional products: brand name: heartware ventricular assist system ¿patient pack model #: 1475 / catalog #: 1475 / expiration date: 28-sep-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 28-sep-2020, labeled for single use: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pack was torn and it was replaced. However, the new patient pack was also damaged before the patient was able to leave the clinic. It was noted that both packs had broken clips the second patient pack was also exchanged. No patient complications have been reported as a result of this event.